Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was addressed by correction bolus using pump, and did not require assistance from third party. Customer worked with Technical Support to reset pump malfunction alarm, which did not recur after reset; customer was advised to continue using pump and to call back if malfunction alarm appeared again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.